Event description:
Coil premature detachment: this female pt was undergoing coiling procedure within an anterior communicating artery aneurysm measured 4.5 mm in diameter, which had ruptured anterior inter-hemispheric hemorrhage. One coil was placed and there was no resistance with the first coil. During initial insertion of the 2nd coil, there was very minimal resistance that increased gradually between the coil and mc. There was stoppage of the 2nd coil during its delivery inside the microcatheter (mc) before it reached the aneurysm and the physician noted the coil prematurely detached inside the mc. He withdrew the mc and the coil from the pt's vessel as a unit. Another mc (prowler 14) was used to place three coils to complete the procedure successfully. The pt condition was reported as fine, fully conscious and was discharged from the hospital. There was no calcification or tortuosity within the vessel present. The coil was inspected prior to use, and no kink/compression was noted. Also, the mc was inspected upon removal from the packaging and no kink/compression was noted.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt. This is one of two product used on the same patient. MFR report #1058196-2008-00038 & MFR report # 1058196-2008-00039.